Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and bumpy that turned into an open wound. The patient reported sores that were leaking puss. The patient reported the doctor advised the irritation could be caused by a bacterial or yeast infection. The patient reported being allergic to nickel. There was no alleged device malfunction contributing to the irritation. The patient spoke with the pcp dr and was advised to leave the equipment off until the irritation healed. The patient was also prescribed betamethasone dp aug cream. The irritation improved as the patient removed the device. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and bumpy that turned into an open wound. The patient reported sores that were leaking puss. The patient reported the doctor advised the irritation could be caused by a bacterial or yeast infection. The patient reported being allergic to nickel. There was no alleged device malfunction contributing to the irritation. The patient spoke with the pcp dr and was advised to leave the equipment off until the irritation healed. The patient was also prescribed betamethasone dp aug cream. The irritation improved as the patient removed the device.